Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that, the patient experienced an insulin flow blockage alarm event on (B)(6) 2025. The patient's blood glucose (bg) was recorded as high. To address this: treatment was administered using a pen injection of 11 units of insulin. Despite the high blood glucose, ketone levels were measured at 0.9 mmol/l. No further information available.